Event description:
It is reported that the customer was hospitalized for high blood glucose levels. Received infusion with electrolytes and insulin. The customer had pneumonia 2 weeks ago. No further details.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.